Manufacturer narrative:
Philips investigated this complaint. According to the information collected the system was not in clinical use at the time of the event. The philips remote service engineer(rse) examined system remotely and confirmed the issue. The philips field service engineer (fse) found that the sensor in the uts (universal transfer switch) was not functioning which prevented the system from being placed into bypass mode for normal fluoroscopy and cine. Upon further investigation, fse identified that the teal power conditioner failed due to the teal internal power supply failure and temporarily the system would only functioning in low power fluoro mode. The replacement of ups was suggested by the fse which would resolve the issue permanently. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform cine. The patient was moved to another system to complete the procedure. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.